Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 1/31/2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.